Manufacturer narrative:
Device available for evaluation, returned to manufacturer, date returned to manufacturer was inadvertently omitted in additional report submitted mar 21, 2019.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It reported that the patient is not receiving adequate therapy, due to premature battery depletion. As a result, the patient may undergo surgical intervention at a later date.